Event description:
A malfunction was reported with the pump; however, there was no adverse impact on the customer's blood glucose level. The customer will continue using the current pump while awaiting a replacement. Tandem technical support arranged to send a replacement pump with updated software and provided instructions for transitioning to the new device. The customer was informed about the return process for the problematic pump and agreed to the outlined steps.